Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter city and state : unknown, reported through (B)(6). Initial reporter zip code : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the manufacturing records was performed and this is the 1st related complaint for incorrect/missing label information (expiration date). No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 90 bd pen ndl 31ga 5mm had label information issues. The following information was provided by the initial reporter : the consumer requested assistance with finding expiration date on box. Date of event : (B)(6) 2021. Samples : not available.